Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Single x-ray received shows ap lateral view of complex construct le-l4-l5-s1 with broken l3 pedicle screw.

Event description:
It was reported that a patient underwent an unknown spinal procedure, sometime post-operatively it was discovered that the l3 screw was broken. The patient is experiencing no pain and no symptoms so a revision is not scheduled at this time.